Manufacturer narrative:
Correction: h6 device code:(B)(6) - naturally worn, was omitted from initial report

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up with the right ventricular lead exhibiting a history of noise. Stored electrocardiograms reveled that noise was consistent with external insulation abrasion caused by can to lead friction. The patient was scheduled for lead revision on (B)(6) 2020, where upon visual inspection an 8-10 mm tear in the insulation approximately 8 cm away from the port of the pulse generator header was observed. The physician elected to use a repair sleeve to fix the tear. The patient was in stable condition and will continue to be monitored.